Manufacturer narrative:
Results of investigation: the associated device was returned and evaluated. The manufacturing process of the device did not contribute to the reported event. A visual inspection of the returned device could not confirmed the stated failure mode as the component in question was not returned. However, the photos that were attached to the complaint show that the plastic bumper is broken. The clinical/medical evaluation concluded that per case details, a tibial impactor bumper shattered at the plastic foot tip, requiring the retrieval of small plastic shards by rinsing them out. The surgery was resumed with a less than 30 minutes with a back-up device. Reportedly the patient was not injured as a consequence of the event. Per email correspondence, the patient¿s current health status is good. No additional information was provided. The root cause of the reported impactor breakage cannot be definitively concluded. Further patient impact beyond the reported would not be anticipated as the patient was reportedly not injured and the device pieces were retrieved and washed out, therefore no further clinical/medical assessment is warranted. A review of complaint history revealed similar events for the listed device, but no similar events for the batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Additional info in: g.

Event description:
It was reported that, during a tka surgery, the jrny uni tibial impactor shattered at the plastic foot while impacting the tibia; the small plastic shards had to be painstakingly retrieved from the joint and rinsed out. Surgery was resumed, with a less than to 30 minutes delay, with a back-up device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
Internal complaint reference (B)(4).